Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " no issue with fiber; excessive bleeding" could not be confirmed; a cap fracture was observed' the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure ¿excessive flashing¿ was observed with the first fiber. The fiber was exchanged; there was no issue with the second fiber however the physician decided to complete the procedure with an alternate procedure (standard cutting loop) due to excessive bleeding. There was ¿no injury¿ reported. This report is for the second fiber used.